Manufacturer narrative:
Device was used for treatment, not diagnosis. Since it is unknown if the fragment is part of the screw, no implant or explant date is being reported. The screw was implanted on (B)(6) 2013 and explanted on (B)(6) 2013. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient had a fibular malleolar fracture. The surgeon used fibula plate for a fibular malleolar fracture on (B)(6) 2013 and inserted the cancellous bone screw for the tibiofibular fixation. After 6 weeks, on (B)(6) 2013, the surgeon tried to extract the screw for the weight loading, and an unknown metal part was withdrawn. Reportedly the doctor thought it may be a metal part of the screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
An investigation was conducted and it states that no material faults could be detected. The chemical composition of the separated thread parts were identical compared to the screw. The present cancellous bone screw''" 4.0 mm was damaged at the thread. The sheared fracture surfaces and the oriented plastically deformation in the direction of the tip was initiated during unscrewing. The three first convolutions close to the tip were not damaged, as forces were lower at this stage of explantation and the screw could be extracted without resistance. (B)(4)

Event description:
This is 1 of 1 report for complaint (B)(4).